Event description:
The lay user/ pt contacted lifescan in 2005, alleging that segments were missing on the ultra meter. For the past 2-3 weeks the pt had been guessing his insulin regimen due to missing segments on the meter (partial missing segments on the middle number). The pt did not seek medical attention or contact a medical professional for advice. The meter is not a new product (out of box). Customer care agent (cca) sent the pt a replacement meter.